Event description:
It was reported that the user experienced a blood blister after self-replacing a 23"/32" teflon 6 mm inset infusion set and contacted support for assistance; an agent guided the user through cartridge replacement, pump rewind, tubing fill, infusion set application, and cannula fill, after which insulin therapy was confirmed as resumed and no device alerts or alarms were reported. Symptoms included hyperglycemia, which the user associated with coffee intake. Outcomes included temporary elevated blood glucose without hospitalization. Investigation included troubleshooting and user education on proper infusion set change and system restart steps. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event attributed to technique during infusion set replacement and an unclear contribution to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.